Manufacturer narrative:
Device alarmed motor error during rewind due to motor encoder signal out of phase. Unable to perform the displacement test, rewind, basic occlusion test, occlusion test, prime or a33 test and excessive no delivery test or verify e70 due to motor error alarms.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that they experienced high blood glucose level as well as multiple motor error alarm and motor position encoder error. Customer¿s blood glucose levels was 25 mmol/l. The customer did not provide details on symptoms related to the high blood glucose level episodes. Customer stated that the drive support cap was normal. Troubleshooting was performed for insulin pump error alarm. Customer was advised to the insulin pump will need to be replaced and to discontinue use of the insulin pump and refer to a back-up plan. The insulin pump will be returned for analysis.